Manufacturer narrative:
No prime/fill anomaly noted during testing. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin was squirting or dropped out after loading the reservoir process. The customer¿s blood glucose was 187 mg/dl at the time of incident. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.